Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. As the device failed during evaluation, no patient was involved.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. An external/internal visual inspection was performed with no issues noted. The device was determined to meet electrical performance specifications. A fluid volumetric accuracy test was performed and failed. However, a piston foam test article was installed, and the device subsequently passed accuracy testing. The original piston foam was removed and inspection revealed a cracked door piston and deteriorated piston foam. The evaluation concluded that the cause of the failed fluid volume accuracy testing was the deteriorated piston foam and a cracked door piston. The piston foam and the door piston were to be replaced. Should additional relevant information become available, a follow-up report will be submitted.